Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard intermittent beeping from the controller. The beeping was isolated to one of the patient¿s batteries. No alarms were associated with the event. Lubrication servicing was performed with no further beeping or power switching was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events that were due to momentary disconnections involving the reported battery. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. A power source lubrication procedure was performed in accordance with the requirements under (B)(4) on (B)(6) 2018 to mitigate the reported conditions and the battery remains in use. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.